Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump lost power, that there was a crack in the battery compartment, and that cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: a review of the black box showed evidence of a power on reset event after a call service 128 alarm. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped and the cap was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was used and able to fit. The ¿ez-prime¿ steps were performed correctly, and no further power interruptions occurred during the investigation. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.